Manufacturer narrative:
(B)(4). The 3l92501 stem sat up too much. Needed to downsize but 3l92500 was then too loose. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the provided product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The 3l92501 stem sat up too much. Needed to downsize but 3l92500 was then too loose.